Event description:
The patient underwent a diagnostic procedure to determine a course of action for occlusions in the radial and ulnar arteries. It was determined to administer tpa in an attempt to break up the clot that was occluding the vessels. Six hours later the patient was returned to the cath lab to evaluate the effects of the tpa. No change was noted and the physician determined to close the femoral access site with the closer tsl 6 fr. Device. Later, the patient complained of leg pain and the foot was noted to be cold. The patient returned to cath lab for an angiogram of the leg which showed that the common femoral external illiac, profunda, popliteal, anterior and posterior tibial and the peroneal arteries were either totally or partially occluded with thrombi. The patient was taken to surgery. The surgeon extracted large amounts of thrombotic material and tpa was again administered. Notes from the field indicate that the patient is a non-compliant, uncontrolled diabetic and is strongly suspected to be an IV drug user. The clot in the ulnar/radial artery is suspected to have resulted from the possible IV drug use.